Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer's report that the device was broken or damaged was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken door assembly. Lvp plastics recall completed. Replaced dim segment on display board (recall affected). Replaced broken platen. Replaced missing door latch assembly. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the door assembly - lower hinge damage. A review of the device history record showed the device had a manufacture date of 05/07/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure (B)(4) for out of calibration/ high reading @ secondary rate, which does not correlate to the customers reported issue.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.